Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. It was reported that the patient was not hospitalized for this event. The patient was treated with fortum injection (1gm, ongoing, route, frequency not reported) and vancomycin injection (1gm, ongoing, route, frequency not reported) for peritonitis. At the time of this report, the patient was recovering from this event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Upon follow up, it was reported that antibiotic treatment was discontinued and the patient has recovered form the event. Should additional relevant information become available, a supplemental report will be submitted.